Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
The patient reported that he had his pump replaced and moved from one side to the other because it "was turned around or whatever," and the catheter came out. The patient stated that he went to the hospital and "they said that the catheter had come out because he was leaking". This was noted to have occurred prior to (B)(6) 2013, the date when the patient's pump was replaced. No patient symptoms were reported. The medication used within the system was dilaudid.